Event description:
The customer reported that during a laparoscopic hysterectomy, after a few seals, the jaws would not open and the trigger would not work. The device was removed from the patient tissue by additional tissue resection. There was no patient harm.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. One used lf5544 was received for evaluation. The returned sample did not meet specification as received. Visual inspection found the jaw tips were stuck shut. The customer reported that during procedure the jaws would not open and the trigger would not work as well. The reported condition was confirmed. The knife is trapped and contained within the jaws causing the jaws to be misaligned. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.